Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Since implanted, pt had the issue of stimulation increase on its own maybe 5 times but yesterday was the worst experience. Patient started walking and all of a sudden the stimulation went up to like 8. 8 which was too much. Pt could not use their legs, pt was frozen and fell back in their chair. Patient did not have his controller right next to them and it took forever to bring the controller out so that pt could decrease. While waiting for the controller pt was paralyzed from so much voltage going down their leg. Pt said when the intensity increased, the adaptive stim was turned off. The intensity changed by itself and ramped up to high numbers. On the call walked pt through using the controller to ensure pt knew how to turn adaptive stim off. Per patient, adaptive stim was showing off. Pt said if this happens when they are driving they will be dead because pt cannot do anything. Reviewed technically it is not possible for intensity to increase if adaptive stim is off. Suggested to write down date/time when it happens and follow up with hcp.